Event description:
It was reported that the insulin pump went into threshold suspend mode when it was triggered by an inaccurate sensor glucose reading. The blood glucose reading was 102 mg/dl, compared with the sensor glucose reading of 49 mg/dl. Advised the customer that the sensor and blood glucose difference was within acceptable range. The customer stated that she received 2 threshold suspend alarms while on the call, reporting that the alarms were not allowing her to sleep. She noted that the alarms occurred due to the low prediction noted on the device. She advised that she would shut off the sensor until morning. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.